Event description:
It was reported that the patient's blood glucose level reached 20 mmol/l (360 mg/dl) while wearing the pod longer than 48 hours on the arm. It was noted that the adhesive was not secure causing the cannula to dislodge from the site. No information was provided on how hyperglycemia was treated. Device was discarded. The patient resides in canada, but the incident occurred in the dominican republic while on vacation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.